Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage observed. There was no injury to the patient. There was no video recording of the procedure available for isi review.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm maryland bipolar forceps instrument exhibited jaw misalignment. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and the complaint was not confirmed by failure analysis. The complaint of jaw misalignment could not be reproduced during inspection and testing. All functions, including grip tip movement and jaw alignment, were normal. Although a product issue was found, it was unrelated to the reported complaint. The issue may be due to external factors not linked to the product. The instrument showed thermal damage, including charring and localized melting on both bipolar yaw pulleys between the grips. Despite this, it passed the electrical continuity test. The instrument had damaged insulation on the conductor wire at the yaw pulley, but there was no fragmentation or exposed wires. The internal wire remained intact and unbroken. It passed the electrical continuity test, and no sharp or damaged components were found that could have caused the damage. The complaint was confirmed based on the failure analysis. The probable root cause of the customer reported issue on the jaw misalignment issue cannot be determined based on the information provided and failure analysis results. No product issue was identified. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.